Event description:
A surgeon reported several patients who recently had lasik surgery, presented post-operatively with induced cylinder. A review of the patient data provided indicated this patient exhibited 1.0 diopter of induced cylinder in the right eye and 2.00 diopters in the left. Following an enhancement on both eyes, the induced cylinder resolved; however, the bcva in the left eye decreased by two lines. During the early post-operative period, the patient experienced blurry/double vision and ghosting. Following enhancement os, a large epi-defect was noted centrally. Punctal plugs were inserted. One month post-op enhancement, the patient reported overlapping images and shadowing. Two months post-op enhancemen, the epi ingrowth os was removed via a flap lift. Approximatley 6-months post-op enhancement, the os exhibited modest striae flap interface. Right eye was enhanced at 6-months post-op initial lasik. The post-operative exams were unremarkable for the right eye.

Manufacturer narrative:
The investigation has not been completed at this time. No conclusion can be made.